Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that after deployment of the vascular stent, the guide wire get stuck in the delivery system. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may have been associated with difficult anatomic conditions as well as insufficient flushing of the delivery system. The usage of an inappropriate guide wire also may contribute to this type of event. In this case, a 0.035 inch guide wire was used. It is unknown whether the system was flushed. No information regarding the procedure performed or the vessel anatomy was provided. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "flush the inner lumen of the device with saline prior to use." And "insert a 0.035 inch (0.89 mm) diameter guide wire of appropriate length across the lesion to be stented via the introducer." Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."

Event description:
It was reported that after deployment of the vascular stent the guide wire stuck in the delivery system. There was no reported patient injury.